Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. When the delivery system was removed from the patient, the capsule fell off. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was fully advanced with no blood/tissue present. The plunger was retracted. The delivery system was returned coiled in a small bag which may be the cause of some bends in the dual lumen tube.